Event description:
This is submitted to report the increased mitral regurgitation that occurred after the clip was implanted, and required an additional mitraclip procedure which is considered medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2013 to treat functional mitral regurgitation (mr) with a grade of 3. One clip (10201245/27) was implanted and the mr was reduced to 1-2. Approximately 10 months post-procedure, the patient presented with dyspnea. A follow up examination showed an increase in mr to a 3. The clip was confirmed to be securely attached to both leaflets; however, it could not be confirmed if the increased mr was due to progression of disease. A second mitraclip procedure was performed on (B)(6) 2014. One clip was implanted, and the mr was reduced to 1. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2014. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The patient effects of mr (worsening) and dyspnea, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record identified no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.